Manufacturer narrative:
This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has determined to re-classify this type of event as reportable. This report is being filed as part of a retrospective review being conducted in response to this new decision. There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The event occurred in (B)(6). The evo clamp was returned to livanova (B)(4) for investigation and repair. During inspection and testing of the device, the reported issue could not be reproduced. Extensive testing was performed, including a 12 hour test run, and no faults were observed. As a precaution, multiple boards and the ribbon cable were replaced. Subsequent testing, tubing calibration and technical safety inspection were completed without issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined and corrective actions were not identified.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) displayed an error message during start up. The procedure was conducted without the evo clamp. There was no patient involvement.